Event description:
Reported via clinical study: it was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 24mm watchman flx pro laa closure device & delivery system (wds) was being implanted on (B)(6) 2025. During procedure the patient was found to have trace 3mm pericardial effusion, there was no intervention required. The patient was discharged on the same day.